Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 959218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mammogram, malaise, anemia, depression, hypertension, metabolic syndrome x, breast reduction and c-section. Concurrent conditions included yeast infection, thyroid disorder, diabetes mellitus, autoimmune disorder, pap smear abnormal, dysuria, insulin resistance, lipid metabolism disorder, hypercholesterolemia, hyperlipidemia, sexually transmitted disease, weight gain, abdominal pain, breast pain, buttock pain, breast mass, breast tenderness, thrombosis, fibroids, perineal pain, nabothian cyst and polycystic ovary (a 1.9cm size left ovarian cyst is noted. A 6mm size right ovarian cyst is noted.). Family history included diabetes mellitus (family history of diabetes mellitus). Concomitant products included amoxicillin, betamethasone dipropionate;clotrimazole (lotrisone), clavulanate potassium (potassium clavulanate), codeine, fluconazole, fluconazole (diflucan), fluoxetine, hydralazine, hydrochlorothiazide, medroxyprogesterone acetate (provera), metformin hydrochloride (glumetza), metronidazole benzoate (flagyl), paracetamol (acetaminophen), sertraline hydrochloride (zoloft), sulfamethoxazole;trimethoprim (bactrim), terconazole (terazol) and triamterene. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("joint pain"), rash ("rash") and menorrhagia ("menorrhagia"). The patient was treated with surgery ((laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, removal of essure)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, infection, dyspareunia, fatigue, alopecia, arthralgia, rash and menorrhagia outcome was unknown. The reporter considered alopecia, arthralgia, dyspareunia, fatigue, genital haemorrhage, infection, menorrhagia, pelvic pain and rash to be related to essure. The reporter commented: insertion details- the number of expanded coils that appeared trailing into tile uterine cavity was 0 from the right tube. The identical steps were undertaken to insert the essure micro -insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 4 from the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: normal post essure device hsg. There is bilateral tubal obstruction. Pregnancy test urine - on (B)(6) 2013: result- negative. Ultrasound pelvis - on (B)(6) 2018: impression: thickened endometrium to 1.1 cm thickness, echogenic focus within the fundal portion of the endometrial cavity which may be related to reported history of essure coil placement. Small bilateral ovarian cysts likely follicular in nature. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, dyspareunia, pelvic pain, rash, loss of hair, bleeding, fatigue. Lot number:959218, manufacture date:2012-03, expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 959218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mammogram, malaise, anemia, depression, hypertension, metabolic syndrome x, breast reduction and c-section. Concurrent conditions included yeast infection, thyroid disorder nos, diabetes mellitus, autoimmune disorder, pap smear, dysuria, insulin resistance, lipid metabolism disorder, hypercholesterolemia, hyperlipidemia, sexually transmitted disease, weight gain, abdominal pain, breast pain, buttock pain, breast mass, breast tenderness, clot blood, fibroids, perineal pain, nabothian cyst and polycystic ovary (a 1.9cm size left ovarian cyst is noted. A 6mm size right ovarian cyst is noted.). Family history included diabetes mellitus (family history of diabetes mellitus). Concomitant products included amoxicillin, betamethasone dipropionate; clotrimazole (lotrisone), clavulanate potassium (potassium clavulanate), codeine, fluconazole, fluconazole (diflucan), fluoxetine, hydralazine, hydrochlorothiazide, medroxyprogesterone acetate (provera), metformin hydrochloride (glumetza), metronidazole benzoate (flagyl), paracetamol (acetaminophen), sertraline hydrochloride (zoloft), sulfamethoxazole;trimethoprim (bactrim), terconazole (terazol) and triamterene. On (B)(6) -2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("joint pain"), rash ("rash") and menorrhagia ("menorrhagia"). The patient was treated with surgery ((laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, removal of essure)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, infection, dyspareunia, fatigue, alopecia, arthralgia, rash and menorrhagia outcome was unknown. The reporter considered alopecia, arthralgia, dyspareunia, fatigue, genital haemorrhage, infection, menorrhagia, pelvic pain and rash to be related to essure. The reporter commented: insertion details- the number of expanded coils that appeared trailing into tile uterine cavity was 0 from the right tube. The identical steps were undertaken to insert the essure micro -insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 4 from the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: normal post essure device hsg. There is bilateral tubal obstruction. Pregnancy test urine - on (B)(6) 2013: result- negative. Ultrasound pelvis - on (B)(6) 2018: impression: thickened endometrium to 1.1 cm thickness. Echogenic focus within the fundal portion of the endometrial cavity which may be related to reported history of essure coil placement. Small bilateral ovarian cysts likely follicular in nature. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, dyspareunia, pelvic pain, rash, loss of hair, bleeding, fatigue. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.